Event description:
A nurse reported 5 cases of tass (toxic anterior segment syndrome), associated only with pts that have had 'laser' (laser assisted cataract surgery). Reporter stated having adjusted the protocol with instrument cleaning, but could not pinpoint the problem as to why the reported issue would occur only with the laser assisted cases. This report references a case in which one right eye was noted to have developed inflammation and edema, one month after surgery. Add'l f/u to be performed. A clinical site visit from a non-company rep was performed, details of which has been requested. Add'l MFR reports will be filed for the four other cases.

Manufacturer narrative:
The pt interface and insert are the only components to come in contact with the pt's eye during a procedure. Both the pt interface and insert are sterile prior to opening of the packaging. The customer reported a number of process changes at the site as well after the reported tass incidents, however, it is uncertain what had caused the reported incident as the customer is a high volume facility and not all pts were affected. Therefore, based on available info, a root cause could not be determined. H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).